Manufacturer narrative:
This event occurred due to an incorrect use of patient ID field with accession number which was not unique. The customer indicated that they recycle accession numbers annually. Data management system (rapidcomm) requires that the patient ID field contain a unique identifier. The instrument and data management system are performing as intended.

Event description:
Customer reported that patient ID field on data management system (rapidcomm) showed patient from last year associated with samples from different patients this year. There was no report of injury due to this event.